Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the wire detached and fell into the patient, exposing the inner core wire. The detached fragment was removed. The procedure was completed using a different guidewire. There were no patient complications as a result of this event. The patient condition was reported as ok post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the wire detached and fell into the patient, exposing the inner core wire. The detached fragment was removed. The procedure was completed using a different guidewire. There were no patient complications as a result of this event. The patient condition was reported as ok post procedure.

Manufacturer narrative:
Incorrectly reported to boston scientific - (B)(4). Device evaluation: a visual examination of the returned device revealed that the distal tip had detached, exposing the corewire tip. The presence of adhesive remnants was found indicating the pebax was properly attached to the core wire. The ptfe jacket did not present any anomaly and the outer diameter of the guidewire was found to be with in specification. It is possible that unstated procedure and possibly clinical factors may have contributed to the distal tip detached, including but not limited to interaction with other devices and handling of the device. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review was performed and no other complaints were reported for lot number 15421977. A labeling review performed and no anomaly was found.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The reported event that the distal tip of the device detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.